Event description:
Was priming ivig (intravenous immunoglobulin) on long primary tubing. Drug primes slow d/t (due to) thickness, writer uncurled the line to allow drug to prime & line broke in half at the site just below the safety clamp below where the line plugs into the pump. Line discarded & new line used for priming. Patient unaffected.